Manufacturer narrative:
The hvad is used for treatment not diagnosis. The hvad pump ((B)(4)) was not returned to manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed an increase in power consumption for the reported event date. Per additional information received further in the investigation, site confirmed the presence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. Based on the available information clinical factors that may have contributed to the reported event include the recent implant procedure and patient comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. The most likely root cause of the reported high power event may be attributed to thrombus formation within the device, recent implant procedure and patient comorbidities. Although a definitive root cause to the patient outcome's cannot be conclusively determined, pharmacological factors related to anticoagulation therapy and the multiple strokes experienced during the post-operative period may have contributed.

Manufacturer narrative:
Additional information received indicates that no autopsy was performed. The official cause of death was determined to be cerebral infarction. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
A review of the controller log files showed a rise in power consumption has been logged starting on (B)(4) 2015 to a peak of 5.0w on (B)(4) 2015 outside of normal power consumption. Waveform trends of this nature may be indicative of a thrombus event or change in patient state. Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed an increase in power consumption for the reported event date. Per additional information received further in the investigation, site confirmed the presence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to thrombus formation within the device. The most likely root cause of the high power event can be attributed to thrombus formation within the device.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including right heart failure, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Right heart failure is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Stroke/ neurological dysfunction and thrombus are potential events that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that this patient experienced multiple strokes and suspected pump thrombus during the lvad post-operative period. Immediately post-implant the medical team reported that there was "no high blood pressure, no high power consumption, and only the flow was above 10 liters per minute". The site reports that thrombus was confirmed. Anticoagulation was reported to be controlled. No other treatments were provided. Therapy was discontinued and the patient expired. Investigation is ongoing.